Manufacturer narrative:
The reported event was addressed with phone support. The site replaced the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that she had problems with a 30-degree endoscope. She explained that rotating was not possible. After replacing the scope all was ok and surgery completed without problems. Tse asked if she tried to rotate the scope manually and she confirmed that it was hard to rotate with a grinding noise. Tse adviced to exchange the scope. The procedure was completed with no reported injury. Intuitive surgical,inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30 degrees scope did not move during the flip from scope down to scope up. This issue was noted first time before universal surgical manipulator (usm)3 has been replaced on 8/1/24. However the scope has been sterilized & accidentally sent back to theatre for usage rather than for repair. The rotation did not happen and the image displayed is looking sideways instead of up and down orientation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope and analysis was completed. Failure analysis investigations replicated/confirmed the customer-reported complaint "the telescope does not rotate and is not suitable for use in surgery". The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) bearing contributing to friction.

Event description:
Refer to h10/h11 for follow-up information.